Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump began to deliver 10 units when the customer was checking the bolus history. The customer is legally blind and has a difficult time seeing the screen. The insulin pump passed the self test. The customer was advised that the set bolus may have been selected instead of bolus history since they are right next to one another.